Event description:
It was mentioned by a surgeon to a depuy mitek sales rep that he may have had a patient reaction to an intrafix device several months ago. The surgeon did not directly attribute the event to the device and did not report any patient consequence.